Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the sales rep, a certas plus programmable valve was explanted after 8 months as the surgeon believed it was over draining. Surgeon replaced with a certas plus w/ siphonguard. After explant, the valve was attached to a manometer with no distal catheter. The manometer was filled and attached to the valve. The valve drained fluid down to 50 mmh2o. There were no reports of delay in surgery or patient harm.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 6. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; only leaked from the needle holes on the needle chamber. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed as no lot number information was provided. No root cause could not be determined as no functional problem was noted with the valve. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.